Event description:
A marathon was being prepared for use in a spinal fistula treatment procedure with onyx. It was reported after the first injection of onyx, the catheter's tip looped approximately 1 to 2 cm from the distal tip. During second injection, it is noted onyx appeared at the loop site. The procedure was successfully completed with this device. However, physician was unable to retrieve the catheter from the patient and decided to leave in the patient's aorta. No complications with the patient were reported during this procedure.